Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a pressure sore under the lifevest equipment. The patient¿s nurse described the area as pressure sores on patients back from te pads and wires. The patient is a recent stroke victim and has very limited movement. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician, but there is no indication of medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.